Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccuracies on (B)(6) 2024 and during the time of the report on (B)(6) 2024, the patient reported that there was a second time that emergency medical services was called to her home on (B)(6) 2024. The patient stated she needed help to regain consciousness. The patient did not provide further event information. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.